Event description:
The user facility reports that in two of the black kits, the glass syringe was broken upon opening the kit. The third glass syringe broke when the physician advanced the medication by pushing on the plunger into the barrel portion of the syringe. There was no injury reported.

Manufacturer narrative:
The device involved in this incident is not expected back for evaluation. An investigation has been initiated based on the reported information.